Event description:
It was reported that the implantable cardioverter defibrillator appeared to have correctly determined an episode to be supraventricular tachycardia (svt) at the start, but halfway through the episode suddenly device switched to vt-1 episode and patient started to receive atp and ended up receiving 4 atp in this episode. No intervention was performed. The patient was in stable condition.

Event description:
New information noted that the device exhibited inappropriate mode swtich. The ICD was reprogrammed. Patient was in stable condition.